Event description:
One week after implant surgery, the patient reported having no feeling in her legs. The system was explanted. After the explant patient reported that she is getting some feeling back.